Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: due to the age of the device, failure of the lighting components (igniter board) of the light source likely occurred due to long-term use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus is attempting to gather additional information. If the device is returned and/or if additional information is obtained, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device presented a e103 error message (main lamp problem). The reporter stated this was discovered during maintenance so there was no patient involvement. There was no additional information provided however; olympus is attempting to gather additional information.